Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and nine months following the implant of this transcatheter pulmonary bi oprosthetic valve, a second transcatheter pulmonary bioprosthetic valve was implanted for an unknown reason. No additional adverse patient effects were reported.